Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol rotated. Additionally, the patient's intraocular pressure (iop) elevated and was treated with medications, the patient's visual acuity decreased, and medications were given for dry eyes. In a follow up, the surgeon reported that following treatment for dry eyes, the patient's visual acuity was ucva 20/25 and the surgeon was recommending no further surgical intervention.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2009, 10/19/2009, and 10/20/2009 by phone, fax and mail. A completed questionnaire has not been received. Medical records were received on 10/19/2009. This report was mailed to FDA on: 1/11/2009.